Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the laryngoscope shaft was kinked and that it provided no image. No negative impact in state of health reported.

Manufacturer narrative:
During technical investigation a visual and functional test was carried out and the following was observed: image missing, angle cover is worn, rivets of the vertebrae are broken, distal head is deformed, inserting part is deformed, chemical damage at the housing. After connecting the endoscope to the c-mac z8404 zx monitor (sn: (B)(6), the image could not be displayed on the monitor. Upon further investigation, it was revealed that the rivets of the vertebrae links were broken and the links had become loose. This resulted in increased friction within the vertebrae during articulation of the endoscope. The excessive mechanical resistance caused damage to the imager at the distal tip, which led to a loss of image. The cause of the customer described problem is user-induced mechanical damage to the vertebrae, which led to a loss of image. A manufacturing failure can be excluded. Appropriate warnings about the correct handling of the device and the product testing as well as precautions and warnings are included in the corresponding instructions for use. Internal karl storz reference number: (B)(4).